Event description:
Event detail: constrained liner dislocation. Head an liner exchanged zimmer proxilock stem with a depuy durolock cup. Doctor exchanged liner and head. He used a 32 versys head and duralock liner to achieve stability. He implanted a +3.5 head but decided, he wasn't happy with the leg length. He removed it and went down to a +0 head.

Manufacturer narrative:
Per the sales representative, there is no implant failure or issue. The surgeon replaced the head because, it was too long and he could not reduce the hip. No manufacturing or quality issue was reported with the femoral head.